Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 5 months due to perivalvular leak (pvl). Per the op report, the valve appeared to have a quite a bit of ingrowth and scarring during explantation. There were no obvious vegetations. The valve was completely resected and the annulus was debrided. A new edwards bioprosthetic valve was then sewn in place. The patient was weaned of cardiopulmonary bypass. The patient was also noted to have tolerated the procedure quite well and was taken to the ICU in stable condition.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, there was ingrowth and scarring of the valve noted. Although the root cause of the event cannot be confirmed without the explanted valve, it appears that these findings likely caused or contributed to the patient's pvl. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible.